Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a laser lithotripsy procedure to treat ureteral calculus, it was noticed that the stone could not be broken. Therefore, the console was inspected and was found that the lens was damaged, hence, it was immediately replaced. After the replacement, the console was too loud, and the power was significantly reduced. The procedure was completed with the original console without patient complications.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Also, the reported event did not yield sufficient evidence to determine a definitive root cause or contributing factors. No confirmed findings were observed, and as a result, the investigation could not establish a clear conclusion regarding the cause of the event. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a laser lithotripsy procedure to treat ureteral calculus, it was noticed that the stone could not be broken. Therefore, the console was inspected and was found that the lens was damaged, hence, it was immediately replaced. After the replacement, the console was too loud, and the power was significantly reduced. The procedure was completed with the original console without patient complications.